Manufacturer narrative:
The subject device was received and evaluated at service repair olympus india. The customer reported issue was confirmed. Device evaluation found , the angle wires were stretched (angle is lower than standard). In addition, adhesive on a-rubber is detached. The angulations works however, angulation control knob feels too loose. Furthermore, the forceps elevator was found with foreign material. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported issue for device elevator k-wire broken. There is no patient involvement on this event. Device return evaluation found forceps elevator has foreign material. This report is being submitted for forceps elevator has foreign material.

Manufacturer narrative:
Correction: e1 (removal of "refer address", populating correct address of customer facility). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to inadequate reprocessing by the user. The instructions for use (IFU) (reprocessing manual) states regarding brushing method around forceps elevator as follows: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet" moreover, the IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope." From above, it was presumed that the suggested event could be prevented. Olympus will continue to monitor field performance for this device.